Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was attempted to be advanced over the guide wire when the balloon shaft broke into two pieces prior entering the patient's body.no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. The balloon was tightly folded. The hypotube shaft was completely separated 63cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge¿ balloon catheter was attempted to be advanced over the guide wire when the balloon shaft broke into two pieces prior entering the patient's body. No patient complications were reported.